Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an educational lab for sawbones, it was observed that the broach adapter device would not engage or disengage from the handpiece device. This event did not occur during a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number ((B)(4)) has been documented in serial 3 section of this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (february 26, 2019) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI (B)(4).